Event description:
The patient was reported to have two left ureteral stones and was scheduled for surgical procedure of "left ureteroscopy with laser litho, left pelvic stone, left retrograde pyelogram and left double-j stent" under spinal anesthesia. It was reported that when put on the sterile field, the "laser fiber" (flexiva 200 high power single-use laser fiber) was observed to be broken when it was taken from the sterile field. No other devices were reported to be in operation at that time. The surgeon documented use of the 200 fiber as "the stone was directly visualized and lithotripsy began." There were no reported injuries or delays in the patient's surgical procedure by the operating room staff and surgeon.